Event description:
Final MDR being submitted due to comlpetion of the investigation on 24-nov-2021

Manufacturer narrative:
PMA/510(k) # k160229 device evaluation: (B)(4) unit of lot c1820871 of echo-hd-22-ebus-o-c involved in this complaint was returned without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 08th october 2021. In summary the following results were observed in the lab evaluation: on evaluation of the device multiple defects were observed. Broken needle and sheath below the sheath extender. Multiple needle kinks observed measuring approximately 23cm, 42 cm and 61 cm from the tip. Stylet was observed kinked approximately 15 cm the tip. Stylet was returned separately. Thumbscrew returned separately. Multiple needle kinks observed on return. Sheath extender able to advance and retract. Needle extender able to advance and retract. Device disassembled and proximal needle break observed. It may be noted that these defects may be related. It is likely that the initial failure was the proximal needle breakage, subsequently its possible that due to a combination of added strain and due to angulated position applied during the procedure have led to needle and stylet kinks. Please note, several attempts were made to obtain additional information. However, no response has been received to date. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1820871 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1820871. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It is likely that the initial failure was needle breakage below the sheath extender, it is possible that the scope used in a flexed or twisted position caused the needle breakage when attaching the device to the scope. Subsequently its possible that due to a combination of added strain and due to angulated position applied during the procedure have led to needle and stylet kinks, causing the needle becoming stuck in the biopsy channel of the device. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. It may be noted that several attempts were made to obtain additional information. However, no response has been received to date. If additional information will be received in the future this file will updated accordingly. Summary complaint is not confirmed as the failure could not be verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per cc form"the stylet stay blocked into the ebus needle. So they waisted their time and money because they have to open and use another needle. During an endobronchial echo examination on a patient under general anesthesia, the endobronchial needle becomes blocked and gets stuck in the biopsy channel of the device. The event is considered isolated, even if repetitive ,change of equipment resulting in financial loss, longer procedure time, stopping of the procedure, increased stress for the team. Other previous event with this device (B)(4). Customer would like compensation. Not declared to (B)(6). Clinical consequences observed: 1 / no immediate follow-up but major risk for the patient. 2 / change of equipment resulting in financial loss. 3 / stop the examination to look for functional material taken out of a circulating, then resumed, consequently lengthening the duration of the intervention 4 / stopping the procedure for the surgeon and the staff caregiver, increased stress for the team. Conservatory measures and actions taken: 1 / the event is considered isolated, even if repetitive (3rd time in 2021) as a result, there was no quarantine of items from the same batch. 2 / reporting the malfunction to the laboratory, without reporting to (B)(6). 3 / request for replacement of the medical device concerned by this event, in the form of an exchange or to have. 4 / defective device kept by the pui, for provision of the quality service of cook medical (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint device was returned and evaluated on 08-oct-2021. Proximal needle breakage was confirmed.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.